Manufacturer narrative:
D4: lot #: the suspected lot# is dr24l18048 which is not valid. D4: unique device identifier (UDI) # is based on the di information as the lot number provided by the reporter was not valid. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set leaked fluid from the site of the in-line filter. The issue was noticed during infusion of fluid into a uac (umbilical artery catheter) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.